Event description:
It was reported that ventricular tachycardia, ventricular fibrillation, coronary spasm, and st segment elevations occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. The farawave catheter was used for ablation, removed, and a mapping catheter was inserted. Following cti mapping, the patient started experiencing ventricular tachycardia (vt) and then ventricular fibrillation (vf) which was incessant. Electrocardiographic imaging showed an st segment elevation shortly before vt. Nitroglycerin (ntg) was given, and the st segment elevation was resolved in less than 60 minutes. The patient did not need further hospitalization and was reported as fully recovered from the event. The device is not expected to return for laboratory analysis as it was disposed. It was further reported that the patient was discharged later the same day post procedure.

Manufacturer narrative:
B5: describe event or problem - updated with patient discharge information. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that ventricular tachycardia, ventricular fibrillation, coronary spasm, and st segment elevations occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. The farawave catheter was used for ablation, removed, and a mapping catheter was inserted. Following cti mapping, the patient started experiencing ventricular tachycardia (vt) and then ventricular fibrillation (vf) which was incessant. Electrocardiographic imaging showed an st segment elevation shortly before vt. Nitroglycerin (ntg) was given, and the st segment elevation was resolved in less than 60 minutes. The patient did not need further hospitalization and was reported as fully recovered from the event. The device is not expected to return for laboratory analysis as it was disposed.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.